Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that the patient had dislocated for the 5th time in 7 years. Dr. (B)(6) decided to remove the existing liner with a constrained, in the process the existing cemented stem was realized to be loose and was removed and replaced with an omnifit head and neck cemented stem.

Manufacturer narrative:
An event regarding loosening involving an omnifit cemented stem was reported. The event was not confirmed. Insufficient medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. The event could not be confirmed nor the root cause determined due to the minimal information received.

Event description:
It was reported that the patient had dislocated for the 5th time in 7 years. Dr. (B)(6) decided to remove the existing liner with a constrained, in the process the existing cemented stem was realized to be loose and was removed and replaced with an omnifit head and neck cemented stem.